Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 3.4 mmol/l, 6.2 mmol/l, 5.2 mmol/l, 3.4 mmol/l, 6.0 mmol/l, 5.0 mmol/l, 7.2 mmol/l, and 2.0 mmol/l. Both lot numbers 494052 and 493986 were used; however, the patient does not recall which results belong to which lot numbers. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6) (lot number 494052), is related to case with patient identifier (B)(6) (lot number 493986) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
(B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.